Manufacturer narrative:
Technical support services attempted to help resolve the issue but the customer was not available. There was no further information related to the reported issue. No additional activities were performed by technical support. A review of complaint history after this ticket did not identify any further assistance requested by the customer, therefore, no further action required by field service. Probable cause of the event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported the proficiency testing failed 4 of the 5 tests with the a1a600ii. The testing failed 1 of 5 beta-hcg, 1 of 2 estradiol, 2 of 2 progesterone, and 1 of 2 prolactin. The customer did not indicate the testing group. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in failed proficiency testing. There was no impact on patient intervention or adverse health consequences due to the failed proficiency tests.